Manufacturer narrative:
No RMA has been initiated for this issue. Model rps350-2, serial number/date code t. Gondii. Is approximately 1 year 2 months old. The owner's manual part number 1145811 rev b (jan-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6) female, (B)(6). The consumer's medical condition is reported as not being able to stand or walk on her own. Her medication regimen is unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Consumer's husband was attempting to move the consumer to her wheelchair when the battery on the lift failed. The consumer allegedly slipped out of the sling in order to avoid a possible fall. The consumer reported some soreness, was checked out by the nurse who decided to wait a few days and then follow up with the patient. The battery is the one that originally came with the lift, which makes it 2 years old. Consumer alleges that he charges the battery every two nights. The owner's manual recommends that the battery be charged every night. When invacare called consumer to follow up on the incident consumers husband was not forthcoming with any information regarding the incident. He stated that there was no incident. He also stated that all he wants to do is get a battery for the lift as he cannot use it without a battery. His wife is dependent on the lift and he was told that a battery was shipped out for overnight delivery on (B)(4) 2012.

Event description:
Customer alleged while wife on lift, battery failed. Minor injury alleged.